Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a crossover approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 5.0 x 20, 135cm mustang balloon catheter was advanced for pre-dilation. However, during inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.